Event description:
It was reported that a user of the ilet experienced hyperglycemia, with blood glucose trending upward despite pump dosing, and changed all infusion supplies before contacting support; glucose peaked at 366 mg/dl during the call and later returned to 158 mg/dl after follow-up. Symptoms included headache. Outcomes included transient high glucose requiring troubleshooting and education with no medical intervention or hospitalization. Investigation included technical troubleshooting with the user regarding infusion set replacement and system function review. Investigation of this case revealed that blood glucose returned to range after supply changes and continued monitoring, and the cause of the hyperglycemia remained unclear. It was concluded that the event involved hyperglycemia with an undetermined cause and that the device functionality was not confirmed to be defective. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.